Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
Difficulties flushing the inner lumen of the catheter.esp personnel explained the inner lumen is clotted, so it should be capped and labeled do not use due to risk for thrombus and reviewed proper line maintenance including flushing the inner lumen every hour.